Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear beginning approximately at the distal edge of the proximal markerband and extending approximately 1mm across the balloon material. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 17-jun-2018. It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located on a moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.00mm / 2.0cm / 90cm otw 2cm peripheral cutting balloon¿ was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed a longitudinal tear on the balloon.